Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Later the pt experienced a hematoma. The dr alleges the hematoma placed pressure on the adjacent femoral vein causing the deep vein thrombosis (dvt). The pt was hospitalized with deep vein thrombosis.